Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex with shield technology  device (ped2) tracked well, and upon unsheathing, the distal end of the stent opened, however, the middle/body of the stent would not open. Despite trying to recapture and try again, it would not open. The clinician tried to recapture it again to advance and try to drag and drop, however the stent could not be recaptured, encountered resistance, and got caught in the middle of the catheter when attempting to resheath (retrieve). This prevented advancement of other devices. The pipeline was resheathed and removed from the patient with the microcatheter. New access was gained. The stent was replaced with a different size ped2 to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, m1 aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported that after replacement pipeline was used, it looked great. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. The physician released the load (slack) in the system, however, it did not resolve the issue. The proximal section of the catheter was damaged. The pushwire was not damaged. The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open, and it had been resheathed less than or equal to 2 times. Additional steps or other devices required to open the pipeline included use of a wire and catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that "new access had to be gained" referred to using the same vascular access site with a new catheter and ped2 device; a new interventional vascular access site was not required. It was also clarified that during retrieval, the stent was able to be resheathed into the distal end of the catheter but encountered resistance and became stuck in the middle of the catheter. It was further clarified that a wire and catheter were used as adjunctive devices to open the pli10 pipeline, in accordance with the ped2 IFU. The cause of the stent¿s failure to open was not determined; the clinician attributed it to a typical "lazy" large-sized ped2 that can struggle to open. The causes of resistance during retrieval and catheter damage were also not determined. There was no friction or difficulty during delivery or positioning.